Manufacturer narrative:
Investigation pending.

Event description:
On (B)(6) 2011, patient tested three times and got error 114 each time. Facility has been able to get results from other patients with the same meter and strip lot. Patient was given lovenox and just started coumadin a week prior to inratio testing. Caller reported that patient had a nose bleed and was vomiting blood.